Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a pump error alarm. Customer stated that successfully clear the alarm and able to complete rewind. Again customer stated that alarm recurred and the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.